Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and excessive no delivery alarms. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that they walked through airport security with the pump. The customer stated that they were able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.